Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis patient who passed away. The cause of death was unknown. It was not reported if the patient was hospitalized prior to passing away. It was not reported if the patient was performing peritoneal dialysis therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.